Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.4616 mg/day) and bupivacaine (3 mg/ml at 0.6924 mg/day) via an implanted pump. The physician reported that the patient had not had good relief with their pain since the device was originally implanted in (B)(6) 2025. The physician stated that the patient was recently seen at the clinic for a routine pump refill and they had a volume discrepancy; the expected residual volume was 5 ml, and the actual was almost 20 ml. The patient was subsequently seen at the outpatient surgery center, at which time a catheter access study was performed and they were unable to aspirate any csf (cerebrospinal fluid), confirming that there was an obstruction within the catheter. At that same time, the physician stated that they noted, under fluoroscopy, that the catheter was no longer within the thoracic spine. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient stated that the pump had been flipping within the pump pocket for ¿a couple of months¿. On the date of this report, the patient was taken to the or (operating room) for a planned catheter revision. Today, when they attempted to interrogate the pump, the pump would not connect to the clinician tablet because it was flipped within the pump pocket. The physician began by finding the catheter tip under fluoroscopy, and it was noted that the catheter had been pulled completely out of the intrathecal space and was in the actual pump pocket. The physician then opened up the existing pump pocket and dissected down to the existing pump and proximal catheter segment. The catheter was coiled up and twisted on itself multiple times. The physician located the tip within the pump pocket, then proceeded to open up the midline lumbar incision, and removed the catheter in its entirety. The physician was given a new catheter, which was placed at c4 without difficulty. The new catheter was then anchored and tunneled to the existing pump pocket and then reconnected to the patient¿s pump. A catheter aspiration was performed before and after placing the pump back within the existing pump pocket with positive return of csf. The incisions were then irrigated and closed. It was noted that given that the patient had a history of a volume discrepancy prior to the catheter revision, the pump volume was checked after it was removed from the pump pocket today, and the expected residual volume was 11 ml, and the actual residual volume was 19 ml. Because the physician did not know when the catheter was pulled out of the intrathecal space, the patient¿s intra thecal dosing was reduced by approximately 68% prior to restarting the infusion. The issue was reported to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.